Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the instrument shows no manufacturing abnormalities; the instrument was returned with a broken top jaw; the broken parts (top jaw and suture capture) were returned in a separate box; during functional evaluation the needle could be deployed as specified despite the broken jaw; the firstpass mini right curved is a single used device and could not be further functional tested cause of the damaged tip of the instrument; the complaint was verified but the root cause could not be determined with certainty. It probably could happen that the damage was caused through applied force. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use provided with the device associated with set-up and use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Patient age and patient sex added.

Event description:
It was reported that during a left arthroscopic anterior stabilization the device jaw broke when the surgeon was doing the second passage through the labrum. The surgeon was confident all broken parts have been removed. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.